Event description:
It was reported that the patient experiencing presyncopal episode presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4).